Event description:
Related manufacturer reference number: 2017865-2022-09825. It was reported the patient presented in clinic for a device exchange. During interrogation, it was discovered the right ventricular lead exhibited noise and the atrial lead was oversensing noise triggering auto mode switches. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in two pieces for analysis. Destructive analysis found an abrasion breaching the inner insulation. The cause of the reported events was isolated to the inner isolation abrasion.